Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow button was intermittently responsive for about two months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and cleaned it once every two weeks with 'wipes.' There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok and contrast keypad buttons were intermittently unresponsive; the up and down arrows responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, moisture was found in the battery compartment and evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).